Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 55 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4779 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("medical device removal / tiny fragment of coil in") in a 55 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adenomyosis, uterine cramps, genital herpes, genital herpes, constipation, gastric ulcer, breast feeding, endometriosis, dysmenorrhea, pelvic pain, parity 1 and multi gravida. Previously administered products included: allertoin rhinitis. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4805 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced embedded device ("features deeply embedded packed essure coils."). The patient was treated with surgery (hysterectomy - uterus & cervix, total laparoscopic hysterectomy with bilateral oophorectomy.). At the time of the report, the outcome of device breakage was unknown. The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2022: tiny fragment of coil in the pelvis, that was visualized on the CT scan [human chorionic gonadotropin] on (B)(6) 2022: negative [pathology test] on (B)(6) 2022: essure implant, bilateral ovaries, cervix and uterus, total hysterectomy, bilateral oophorectomy, and essure implant removal: endometrium with ablation-type changes. Myometrium with focal adenomyosis. Histologically unremarkable cervix and bilateral ovaries. Essure coils. History: pelvic pain, encounter for removal of essure. Uterine cramping. Gross description: no myometrial fibroid nodules are grossly appreciated. Sectioning the right and left fundic aspect of the uterus, features deeply embedded packed essure coils. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records... Device embedded and device breakage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Event- "medical device removal updated to device breakage" new event device embedded added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 55 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4779 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("medical device removal / tiny fragment of coil in") and embedded device ("features deeply embedded packed essure coils.") In a 55 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis, uterine cramps, genital herpes, genital herpes, constipation, gastric ulcer, breast feeding, endometriosis, dysmenorrhea, pelvic pain, parity 1 and multi gravida. Previously administered products included: allerton rhinitis. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced embedded device (seriousness criterion medically important). On (B)(6) 2022, 4805 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix, total laparoscopic hysterectomy with bilateral oophorectomy.) At the time of the report, the outcome of device breakage was unknown. The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2022: tiny fragment of coil in the pelvis, that was visualized on the CT scan [human chorionic gonadotropin] on (B)(6) 2022: negative. [Pathology test] on (B)(6) 2022: essure implant, bilateral ovaries, cervix and uterus, total hysterectomy, bilateral oophorectomy, and essure implant removal: endometrium with ablation-type changes. Myometrium with focal adenomyosis. Histologically unremarkable cervix and bilateral ovaries. Essure coils. History: pelvic pain, encounter for removal of essure. Uterine cramping. Gross description: no myometrial fibroid nodules are grossly appreciated. Sectioning the right and left fundic aspect of the uterus, features deeply embedded packed essure coils. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("medical device removal/tiny fragment of coil in") and embedded device ("features deeply embedded packed essure coils.") In a 55 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis, uterine cramps, genital herpes, genital herpes, constipation, gastric ulcer, breast feeding, endometriosis, dysmenorrhea, pelvic pain, parity 1 and multi gravida. Previously administered products included: allertoin rhinitis. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4805 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced embedded device (seriousness criterion medically important). The patient was treated with surgery (hysterectomy - uterus & cervix, total laparoscopic hysterectomy with bilateral oophorectomy). At the time of the report, the outcome of device breakage was unknown. The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2022: tiny fragment of coil in the pelvis, that was visualized on the CT scan. [Human chorionic gonadotropin] on (B)(6) 2022: negative. [Pathology test] on (B)(6) 2022: essure implant, bilateral ovaries, cervix and uterus, total hysterectomy, bilateral oophorectomy, and essure implant removal: endometrium with ablation-type changes. Myometrium with focal adenomyosis. Histologically unremarkable cervix and bilateral ovaries. Essure coils. History: pelvic pain, encounter for removal of essure. Uterine cramping. Gross description: no myometrial fibroid nodules are grossly appreciated. Sectioning the right and left fundic aspect of the uterus, features deeply embedded packed essure coils. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.